Manufacturer narrative:
Insulin pump received with broken battery tube threads and belt clip slot, minor scratches on lcd window and corroded battery tube.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Doctor reported via phone call that the insulin pump has crack at the battery compartment. It was advised the insulin pump would be replaced and agreed to return the product for analysis.